Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump's black box and history recorded cs 064 alarms. When the pump was performing the rewind and prime steps, it received a cs 064 alarm. The motor drive assembly was removed from the pump and tested with a 5 volt power supply. The motor showed no signs of movement during testing.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that their pump was emitting a call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.